Manufacturer narrative:
UDI number: (B)(4). Investigation of event is ongoing. This individual report provides data received from the thv/tvt registry. The investigation of this event is ongoing.

Event description:
As reported by the field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra valve, the e-sheath was inserted and advanced with no difficulty. Once it was removed, it was noted to have been ripped open somewhere in the removal process. Per report no abnormalities were noted when the sheath was prepped. The valve was prepped and crimped in the standard fashion and inspected by the physician team. Upon insertion of the valve and delivery system into the e-sheath, there was significant resistance met by the physician early on in its insertion, just past the hemostatic valve. At this time, the advancement was followed closely under fluoroscopy. There were no noticeable variances noted, and the system was fully advanced through the sheath. Valve alignment was performed. After the valve was aligned on the balloon, it was noted under fluoroscopy that a strut on the ultra valve had become significantly bent backwards and was protruding from the valve. The decision was made to remove the entire system and to prep a new e-sheath, delivery system, and valve. Upon removal of the delivery system and e-sheath, the patient's iliac artery was severely damaged and partially removed on the e-sheath. At this time, emergent vascular surgery was performed to repair the patient's artery, and the tavr procedure was aborted. The patient had a complete recovery and received their tavr via a transcarotid approach 3 days following this complication.

Manufacturer narrative:
The following report fields have been updated due to additional information received: g4, h2, and h6. Imagery was provided by the complaint site and the following was observed:  patient access vessel had presence of severe calcification, tortuosity, and undersized.  There was one (1) strut bent outward at the inflow approximately 135 degrees, and a valve within sheath shaft tear. The device history review (DHR) did not reveal any manufacturing related issues that would have contributed to this complaint.  A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation manual, and supplement procedural training manual were reviewed for instructions relating to the complaint. Based on the review of the IFU and training manual, no deficiencies were identified.  During manufacturing, all sapien 3 ultra valve assemblies undergo multiple inspections, including 100% visually inspected for valve od (outer diameter).  During the final assembly, the sapien 3 ultra valves are 100% visually inspected before/after holder attachment. Prior to final packaging, 100% visual inspection of the valves were performed to ensure there was no damage to the valves from the handling. These inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed.  No potential manufacturing non-conformance was identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint.  Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿after the valve was aligned on the balloon, it was noted under fluoroscopy that a strut on the ultra valve had become significantly bent backwards and was protruding from the valve.¿ additionally, the patient had presence of heavy calcification, tortuosity, and undersized access vessels. The presence of calcification, tortuosity, and access undersized vessels can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catching and the tear the sheath shaft and/or interaction with the calcification, and result in the frame damage observed.  These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/ tortuosity/ undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified, product risk assessment (pra) has previously been initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. A CAPA was previously opened to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
H10:  additional information provided on voluntary medwatch report #mw5098385: per the pathology report, the left iliac artery was found to have extensive calcifications and focal mild atheromatous plaque. The investigation is ongoing.